Event description:
Customer reported that the insulin pump alarmed motor error while trying to run a fixed prime. Blood glucose value is 141 mg/dl. The device was not bumped, dropped or exposed to a strong magnetic field. Customer does not use the sensor feature and is able to rewind the insulin pump. Customer stated that there were no basal rates programmed and the bolus wizard settings were deleted too. Customer stated she did not have a backup plan and is unable to get in touch with her doctor. Customer would get the device replaces immediately. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. However, the insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error could be verified due to an overwritten history file. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.